Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to it, and it did not cause an adverse impact on the customer's blood glucose level. The malfunction code displayed was malf 0, which was resettable, and fault ID 0x277d was available. Technical support provided pump reset information, assisted with resetting the pump, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if any issues reoccurred, which the customer acknowledged and understood.